Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was 400 mg/dl. The customer went to the emergency room (ER), and they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER on 6/20/2026. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.